Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Blood glucose value was 176 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.